Event description:
The device was used during a laparoscopic cholecystectomy. The clips were falling out of the jaws of two new clip appliers. There was no consequence to the pt. Sales rep to call back with further info.